Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jul-07 (B)(4) (hcp, rep): information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 10 mg/ml of morphine at 1.1 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's pump could not be read. On (B)(6) 2020, the hcp attempted to read the patient's pump 3 times and were unsuccessful. The next day, the rep brought their tablet, which was confirmed to be able to read other patient's pumps, but it could not read the patient's pump either. It was confirmed that the pump was still visible and the patient had not gained weight. The rep could not confirm if the pump was flipped or not. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-july-17, additional information was received from the manufacturer representative (rep). It reported the cause of the unreadable pump was determined to be because the pump was flipped in the pocket. The patient had a pocket revision on (B)(6) 2020. The issue was resolved.